Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the load fill tubing issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.